Event description:
It was reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. After the device was removed from the pt, the capsule fell off while the clinicians were examining it. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single pack) field action- failure to detach, physician communication (03-december- 2007).